Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l4-5. It was reported that one of the nuts was not able to break off. The surgeon tried to break off after adding incision to hold a screw head with pliers and replaced the nut with a new nut, but he was not able to break off the nut again. The surgeon opted not to break off the nut because the nut had securely fastened, and the procedure was completed without any further incident.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however, a like device catalog # 8670855, 510k # k000453 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.